Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.2; lab: 2.1. Pt's therapeutic range: 2-3 inr. Pt's coumadin dose was increased after receiving inratio result of 1.2 inr.